Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during visual inspection, clear plastic material was observed floating in an intravia empty container after compounding. The needle size used with the bags were 16 gage and 18 gage. There was no patient involvement. No additional information is available.